Event description:
The customer reported being hospitalized for hyperglycemia and ketones. It was reported that the customer feel ill and her blood glucose reading was 300mg/dl. The customer treated her glucose level. Then she checked her blood glucose and went up to 400mg/dl. Customer bolused and blood glucose came down. Troubleshooting was performed. The programming in the device was correct and passed the delivery and high-pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.